Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states indicating that the device did not work. It is known that this event did not occur during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.